Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) was acting ¿wonky¿, and their doctor wasn¿t sure if it was the pump or the ptm. The doctor was going to be doing an x-ray/fluoroscopy later this week (wednesday) to ensure it was not the pump itself but recommended that the patient call in to discuss their ptm. The patient stated that they did a couple of boluses but it was of no effect. Per the patient, it took them 3-4-5 times to connect for each bolus because when they hit the b button, the screen didn¿t change. Eventually it would beep at them and give them the check mark, but it was inconsistent. The patient stated they switched the batteries and put rayovac high energy batteries in it, and they went through batteries quickly (in a month), but they had used appropriate batteries (regular strength alkaline batteries) before. The patient stated they discussed this with their doctor this past thursday or friday. The patient also stated they had seen the ¿poor communication¿ screen and the ptm was ¿inconsistent¿. Per the patient, the ptm had not been dropped or gotten wet; there were no button issues; and there was no corrosion or loose springs in the battery compartment. When the patient service¿s agent inquired about event dates, the patient stated, ¿I¿d say early summer is when I've had difficulties connecting - I haven't needed it all that often until very recently - the pain has gotten a lot worse - my doctor think's it's the pump itself instead of the ptm - for not feeling the boluses, that's been this calendar year - maybe sometime before the difficulties connecting and stuff - it's probably been since my last refill - this spring at least - I get refills 2x/year¿. During the call, the patient mentioned they had lost a lot of weight this calendar year (about 50 pounds). During the call, the patient was able to request/receive a bolus well on the first try. The patient did not have an antenna. The agent agreed to send the patient an antenna to see if it helped with the communication issue and the patient agreed to obtain appropriate batteries; bring the equipment to their doctor¿s appointment; monitor; and continue working with their doctor. An antenna was requested from the repair department. Additional information was received from the healthcare provider (hcp) that stated they gave the patient two boluses with no effect. The ptm was working properly and the hcp suspected issue with catheter. The hcp scheduled a dye study on 2023-10-11. The results from the dye study indicated that the catheter was unable to aspirate and would be revised. The patient's weight was 230 lbs at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780. Serial#: (B)(6). Implanted: (B)(6) 2018. Product type: catheter. Product ID: 8835. Product type programmer, patient product ID 8780 serial#: (B)(6). Implanted: (B)(6) 2018. Product type catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 13-mar-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the device manufacturer representative indicated that the catheter was replaced and the issue w as resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type catheter pro duct ID 8835 lot# serial# (B)(6) product type programmer, patient product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that using the antenna with the ptm did not resolve the intermittent communication issues and that no steps were taken to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.